Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with fluid within its over pouch. During visual inspection the tubing at the junction with the distal luer lock was observed to be broken causing the leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the broken tubing is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume intermate leaked. This was noticed after the device was filled with 90 mg pamidronate in 250 ml of sodium chloride (baxter compounded solution), while device was being unpacked, and before patient use. The reporter stated that upon receipt, the box containing the device was found to be wet and approximately 75% of the device¿s solution had leaked from an unknown location. There was no patient involvement. No additional information is available.